Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they have a severe misalignment in their back molar teeth, which is causing further damage to their teeth due to the aligners.